Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was unknown. The customer states they went to the hospital because their blood glucose level was over 600mg/dl. Troubleshooting was conducted. Customer was advised to insert at a different site, and call back if issues persist.